Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. One 23 gauge probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. The initial test was deemed nonconforming. A retest showed the cutter was able to actuate properly. An initial actuation test failure sometimes occurs due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when the inner cutter was removed from the needle. Wear marks were present at the bend area. Actuation testing after disassembly indicated the testing was conforming. The complaint evaluation does confirm the probe cutter did not actuate/cut. The most likely root cause of the poor cutting appears to be from the probe already be used for approximately 30 minutes of surgical use prior to the cutter not being able to work at the start of a surgery. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage appears to have worn or damaged the inner cutter such that the movement was impeded and cutter would not actuate/cut at the start of the surgery as reported by the complaint information. No action is being taken for the complaint as the probe has exceeded the useful life of the probe; however, an investigation was completed with actions to reduce the frequency of probe complaints. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe would not cut the vitreous during a vitrectomy procedure. Aspiration was present. The product was replaced and the procedure was completed. There were no consequences or impact to the patient. Additional information and product sample have been requested.